Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes, the device experienced abnormal additive form. The following information was provided by the initial reporter. The customer stated: from the complaint of tam anh customer about glucose tubes (raised pir (B)(4)). We checked the products in warehouse and found that same as tam anh case, the additives of glucose tubes in warehouse also got clumped . The clumping additives looked like marbles and they would roll when we move the tube up and down. 3 boxes got affected.

Manufacturer narrative:
Initial reporter state: address unavailable. Bd corporate state (B)(6) was used as its place holder. There are two 510(k) numbers for this device as it is manufactured as: k945952, k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes , the device experienced abnormal additive form. The following information was provided by the initial reporter. The customer stated: from the complain of tam anh customer about glucose tubes (raised pir 44021104). We checked the products in warehouse and found that same as tam anh case, the additives of glucose tubes in warehouse also got clumped . The clumping additives looked like marbles and they would roll when we move the tube up and down. 03 boxes got affected.

Manufacturer narrative:
Investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
H.6 investigation summary: bd received 300 samples from the customer in support of this complaint. The samples were inspected and show that additive is present in the tubes and does appear to have small clumps in the tube. This type of powder can exhibit some "clinging" properties that results in a clump being formed, this is not an unusual appearance. Additionally, 100 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode with the samples that were returned or from the retain sample test results. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes , the device experienced abnormal additive form. The following information was provided by the initial reporter. The customer stated: from the complain of tam anh customer about glucose tubes (raised pir (B)(4)). We checked the products in warehouse and found that same as tam anh case, the additives of glucose tubes in warehouse also got clumped . The clumping additives looked like marbles and they would roll when we move the tube up and down. 03 boxes got affected.